Manufacturer narrative:
Batch review performed on 24-mar-2023. Lot 131627: (B)(4) items manufactured and released on 22-jul-2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 9 years and 5 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised successfully the medacta stem and head with competitor components and revised the medacta liner with a medacta liner.